Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2017 for further investigation. During the investigation the fse was informed that the customer decontaminated the instrument on (B)(6) 2017. The fse replaced the wash system and inside washing tube. Fse made new wash and diluent solution. Then the instrument was calibrated using troponin lot h119357 and ran controls. All results were within established ranges. Instrument is functioning as intended and was released. The most probable cause for this event is contamination of the device. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2017 the customer reported bio-rad 23600 controls below the mean for ckmb on their aia-600ii. The results were as follow: (B)(6). The customer recalibrated and there were no changes to the results. Ckmb is below the targeted mean. Also, the customer indicated that troponin controls are above the mean using bio-rad23650. Troponin level 10.51 and the range 0.29-0.51 and level 2 and level 3 are on the mean 6.93 and 43.71. Customer recalibrated the instrument and stated that controls above/below mean since they performed the preventative maintenance. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting troponin and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.